Manufacturer narrative:
The following medical device reports are associated with this event: 3025141-2013-00127, 00127 follow up 1, 00128, 00128 follow up 1, 00181, 00182, 00183, 00184, 00185. The screw shows wear that is consistent with implantation followed by explantation after being implanted for 5 months. Otherwise, the screw meets specification. Conclusions: a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw break.

Event description:
Post implantation of an acumed clavicle plate, the patient was changing a tire and reported shoulder pain. An x-ray was taken and confirmed a broken screw. The plate was removed and a new one implanted.